Manufacturer narrative:
As reported optifix straight fasteners broken and burst into pieces. The subject device has been returned for evaluation. Evaluation of the sample finds for bent guide wire and backup tabs. The reported and found broken fastener deployment is a known result of bent guide wire and damaged backup tabs. The components are found to be bent from applied forces when in use. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during an umbilical hernia repair procedure when using an optifix fixation device, there was delay in firing and then the fasteners would break and burst into pieces. It was reported that the broken fasteners were removed and another optifix device was used to complete the procedure. There was no patient injury.